Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did took the charge and booted up. The receiver functional test was performed and passed all the relevant testing. The receiver logs were downloaded and reviewed and 'rttloss' events were found within the relevant dates of this investigation. The receiver case was opened for internal visual inspection and it failed. It was found that the battery connector was not properly seated into jp1 mainboard. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be an assembly error.